Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seal label was missing. Scratches and cracks on the lcd lens screen were noted when the device was visually inspected. A review of the event history log was able to confirm the reported event. Functional tests performed, which were able to replicate or confirm the reported event. A cassette not attached properly error alarm emerged during the functional tests. Maintenance update showed a nonreactive downstream occlusion sensor. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a cadd solis pump was alarming for cassette not loading. No patient injury was reported.